Manufacturer narrative:
Date sent to the FDA: 02/07/2020. Additional information: a manufacturing record evaluation was performed for the finished device pe5550 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gastric bypass procedure on (B)(6) 2019 and suture was used. The suture leaves its union when passing through the trocar. There were no adverse patient consequences reported.